Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown procedure with an unspecified mentor gel breast prosthesis that ruptured after implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 600cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 07/11/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device and on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 0.7 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was initially reported that the suspect medical device is an unspecified mentor gel breast prosthesis. On (B)(6) 2018, the mentor failure analysis lab discovered that the received device is an unspecified mentor saline breast prosthesis, not gel. Brand name, procode, catalog, and common device name have all been updated. Manufacturer¿s reference number: (B)(4).